Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, mishandling by the user was the cause as the customer had never used the bw-400b to the balloon channel on the scope. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed that during an onsite visit, the user facility staff was not using an olympus channel cleaning brush to clean the balloon channel on the scope. No patient infections or injuries reported.

Manufacturer narrative:
No device was returned to olympus for evaluation. A reprocessing in-service was provided for the staff. The client was provided the part number and instructed to order the brush for the endoscope. As part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.